Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues on the insulin pump. Customer's blood glucose level was 438 mg/dl. Customer advised they started an allergy pill and wake up very early for work. Customer advised they felt shaky and unstable as a result of high blood glucose levels. Customer was advised they may need lifestyle changes and health changes in order to bring their blood glucose levels down.